Event description:
Leica microsystems rec'd a complaint regarding sub-optimal tissue processing. The complainant indicated that the tissue was under-processed, and that some of the samples were not diagnosable. On (B)(6) 2012, leica microsystems rec'd info that one specimen collected from an eye, which had been re-processed on three (3) occasions, was not diagnosable. Details of the regimen(s) used to re-processed this sample were not provided. On (B)(6) 2012, leica microsystems rec'd further info from the complainant indicating re-biopsy of the pt from whom the undiagnosable sample was collected will not be conducted.

Manufacturer narrative:
Instrument logs show that bottle 4 (ethanol) was removed from the instrument for 4 seconds, which is not sufficient time to complete manual replacement of this reagent, and the corresponding reagent station was reset at 08:38am on (B)(6) 2012. Re-setting a reagent station sets the concentration to the default value configured in the reagent types definitions, unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The user affirmed in the instrument software that the ethanol concentration was to be set to 100% in this instance. The properties of the reagent in bottle 4 prior to this user action were: ethanol conc.=52.6%, cycles=48, cassettes processed=4316 and days=4. Although the user affirmed in the instrument software that the ethanol concentration in bottle 4 was to be set at 100% at 08:38am on (B)(6) 2012, the actual ethanol concentration remained as 52.6% because the reagent had not been replaced. Bottle 4 was used for the final dehydration step of the protocols from which sub-optimal tissue processing was reported, because the instrument software uses reagent concentration to select reagent stations when executing a protocol. The required minimum final reagent concentration to select reagent stations when executing a protocol. The required minimum final regent concentration for ethanol is 98%. The consequences of using ethanol at less than the minimum final concentration are re-introduction of water into the tissue which cannot be displaced in subsequent processing steps and contamination of reagents used for subsequent processing steps, ultimately resulting in the sub-optimal tissue processing reported. The root cause of the sub-optimal tissue processing reported was failure by the user to complete manual reagent replacement according to the MFR instructions.